Event description:
The hospital emergency room staff attempted to use the device for ECG monitoring of a patient diagnosed in full arrest. Disposable defibrillation/pacing/ECG electrodes were connected to the patient. The monitor allegedly failed to display the patient's ECG and displayed only dashed lines. A 3-lead patient cable was connected to the patient. The monitor again allegedly failed to display the patient's ECG and displayed only dashed lines. A backup monitor was immediately available and used. The patient was diagnosed as asystolic. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on assessment of the patient's condition.